Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had lost therapeutic benefit. The patient noted she was going to the bathroom more, but when she urinates it is not a lot. The patient noted she had been drinking more coffee so that could have something to do with it. The patient reported they were feeling ¿prickly things¿ in the area where the interstim is. The patient described it as feeling electricity or zippity things in her. The patient stated maybe it was off and now it was back on. The patient noted she had not touched the patient programmer. The patient noted she used to be able to wait until her breaks at work to use the bathroom, about every 2-2 ½ hours, but recently she was going more frequently, but with minimal urine. The patient noted they felt stimulation, and stated it felt it off and on like it pulsates. The patient noted they had a loss of therapy at the end of november. The patient reported poor communication on the patient programmer. The patient noted she was able to sync once and increase from 0.7 to 0.8, but then she tried again and saw poor communication. The patient noted she had just put new batteries in the patient programmer as well. The patient noted she had not recently had a revision or revision surgery. The patient secured the antenna and tried to sync with the ins, but that did not resolve the reported issue. The patient unplugged the antenna and placed the patient programmer directly over the implantable neurostimulator (ins) but that did not resolve the reported issue. Additional information from the patient reported she couldn¿t get the programmer to sync with the remote, the patient noted she could not get either programmer to sync. The patient stated she had two shoulders surgeries. The patient noted she had surgery a month after interstim. The patient noted she was fine until after thanksgiving. The patient added she had not fallen down. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jan-13. It was reported that patient¿s implantable neurostimulator (ins) was still in the same location as the previous ins just a deeper pocket.